Manufacturer narrative:
The tenaculum forceps instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. The root cause of broken-distal instrument grip cables is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the tenaculum forceps instrument (420207-06/m10130412 707) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. This complaint is being reported based on the following conclusion: it was alleged that the tenaculum forceps instrument broke and a fragment fell inside the patient during a da vinci-assisted surgical procedure. At this time, the location of the fragment remains unknown. It is unknown if the fragment was retrieved from the patient's anatomy, or if the fragment was retained. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field d6 is blank because the product is not implantable. Filed e3 is blank because the information was not provided. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument was not working and a fragment fell into the patient. It was unknown if the fragment was retrieved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.